Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric procedure. According to the reporter: three endo gia universal straight 30 - 3.5 sulu ((B)(4)) that had staples did not fully form. The surgeon was concerned with the staple line, but after inspection it seemed to be ok and ended the case. Some time post-op, the patient developed an abdominal abscess and the patient has to be re-operated.